Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass - "clips are scissoring and will stay properly. There is a clip sample."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with two scissored sample clips. Upon inspection, engineering found that the jaws were not parallel. This damage prevented the clips from closing completely which may have contributed to your experience with the device. The exact cause of the jaw misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.